Event description:
Upon removing catheter from the pt, the tip was left inside the brain, approximately 1cm. No pt injury or side effects have been reported. This incident occurred approximately two months ago. Since then, the pt has been discharged with the catheter tip remaining in their brain. The pt did not require intervention nor did pt suffer any injury from this incident.